Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient reported his wearable failed and then he did not have any way to monitor his bg levels. No bg meter readings were taken. The patient was wearing a betabioinics ilet insulin pump. At an unspecified time later, the patient reported that he ¿went into dka¿ (no specific physical symptoms were reported). It was not specified how much time elapsed from when the patient¿s wearable failed to when the patient became symptomatic. The patient was then taken to the emergency room (ER). No further event details were provided, including patient symptoms, treatment details, or length of stay in the ER. Attempts to reach the patient for further event clarification were unsuccessful. No other patient or event details were available. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.